Manufacturer narrative:
Date sent to the FDA: 08/03/2020. Additional information was requested, and the following was obtained: were there any other additional patient complaints reported for pds 4/0? List of german complaints re pds filed in 2020 is attached. Were there any other additional patient complaints reported for pds 5/0? S.a. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. Additional information: additional h3 investigation summary: it was reported pull off - suture needle. One winding former with a needle-suture of product code x1154, lot qameek was received for analysis. The product code is control release and required four strands per packet. The complaint sample was not received for analysis. During visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects or damaged were found. A functional test was performed and the pull force result meet the customer requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance needle pull off was found, and the tested sample met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot qameek, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke during the procedure? Suture material was used for small bowel anastomosis in a running suture technique. What was used to complete the procedure? I used pds 4-0 for the anastomosis. Procedure name? S.a. Procedure and event date? Problem occurs from time to time while application of pds-5 or pds-4 rip off suture packs. Patient's condition? Healthy female patient. To explain the issue more in detail, when using pds 4-0/5-0 rip off material for running suture anastomosis, the needle detached from the threat unintended and even when handled carefully and without over-tension. If this issue occurs, one notices the same problem for all threads within the suture pack and only changing to an new suture pack solves the problem. While this is of minor importance in single stitches suturing, in running suture anastomosis this becomes critical. As I noticed this issue several times over the last months I asked the nurses to claim this issue to the vendor. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For this patient complaint: did the suture break or did the needle detach from the thread during this patient procedure? Please confirm that only 1 suture is involved in this complaint, 1 pds 4/0, lot qameek. Is that correct? Was a pds 5/0 suture used on this patient? Please also provide the following information: were there any other additional patient complaints reported for pds 4/0? Were there any other additional patient complaints reported for pds 5/0? Please confirm the specific number of patient events, per suture product and the quantity of sutures involved. Have any of these events been previously reported to ethicon? If yes, please provide the pc number. If there are additional patient events and pcs have not been created, please create the additional pcs. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure and suture was used for a small bowel anastomosis. During the procedure, the suture broke, which was clarified as the needle detached from the suture. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.